Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution via gravity during an unspecified surgical procedure. The option-lok male adapter of the tubing set was connected to an insyte autoguard 20 gauge IV catheter. After an unspecified length of time in use, a leak of solution was noted. It was reported that the option-lok male adapter of the tubing set disconnected from the IV catheter. It was reported that the option-lok male adapter of the tubing set was reconnected to the catheter and the connection was tightened and secured with tape. The therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.